Event description:
It was reported that during procedure, it was noticed that there was low power at the tip of the fiber. Also, ticking and rattling sounds were heard. The debris shield and fiber connection were checked; they had no issue. The procedure was completed using the same device. There were no patient complications.